Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic assembly. Unable to perform displacement test, sleep current test, active current test and self-test due to display anomaly. Low battery alert less than 1 week unknown. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not detect the battery. Blood glucose was unknown. The insulin pump will be returned for analysis.